Manufacturer narrative:
Event summary: the patient data files showed at least twenty-three injections were performed on the date of the event without triggering of any system notice. The first seventeen application were performed with catheter 2af284/49764. The subsequent six applications were performed with catheter 2af284/77096. Visual inspection of 2af284/49764 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seventeen injections. The balloon catheter passed the performance test, but inflation showed kink on the guidewire lumen under the balloon segment. Dissection showed a guidewire lumen kink at 0.983 inches from the tip inside the balloons. In conclusion, the reported kink issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guidewire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a bend in the balloon catheter was observed when it was maneuvered into the pulmonary vein (pv). An attempt to inflate the balloon was then made, and the balloon appeared to have not fully inflated. The balloon was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.